Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that pt has sufficient coverage with the 0-7 lead. Dr decided to explant 8-15 lead, and replace with 977a275 lead to get cervical coverage.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6)2022,product type :lead ,ubd: 27-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.